Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('if one migrated what happens') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included multigravida, multiparous ((B)(6) 1989, (B)(6) 1991, (B)(6) 1992, (B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2000, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2019), miscarriage, fetal death, irregular periods and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal pain ("increasingly severe pain / abdominal pain") and thrombosis ("blood disorder-small blood clots"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). In (B)(6) 2019, the patient experienced depression ("psych injury-depression"). In (B)(6) 2019, the patient experienced urticaria ("hypersensitivity reaction- hives"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("rash on stomach on the left side/rash all over my body"), menopausal symptoms ("closed to menopuase"), vomiting ("daily vomiting"), dental caries ("tooth decay"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), fatigue ("constant fatigue"), irritability ("irritability"), allergy to metals ("allergic to the nickel"), coital bleeding ("bleeding after sex") and menstrual disorder ("menses-one day it changetwo days and wenta way/brown discharge after period") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and endometrial cancer ("endometriosis cancer"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic discomfort, menorrhagia, abdominal distension, dyspareunia, depression, hormone level abnormal, weight decreased, vaginal haemorrhage, urticaria, thrombosis, dysmenorrhoea, rash, menopausal symptoms, vomiting, dental caries, decreased appetite, asthenia, fatigue, irritability, endometrial cancer, allergy to metals, coital bleeding and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, allergy to metals, asthenia, coital bleeding, decreased appetite, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial cancer, fatigue, hormone level abnormal, irritability, menopausal symptoms, menorrhagia, menstrual disorder, pelvic discomfort, pregnancy with contraceptive device, rash, thrombosis, urticaria, vaginal haemorrhage, vomiting and weight decreased to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in date of insertion previously date was (B)(6) 2008 and now it is (B)(6) 2007 received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: fu 10 and 11 processed together. Reporter information added. On 14-apr-2021: fu 10 and 11 processed together. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('if one migrated what happens') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included multigravida, multiparous (30-12-1989, 08-09-1991, 26-11-1992, 26-19-1994, 17-09-1996, 29-04-1998, 29-09-2000, 01-12-2001, 01-01-2003, 25-02-2006, 19-07-2019), miscarriage and fetal death. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal pain ("increasingly severe pain / abdominal pain") and thrombosis ("blood disorder-small blood clots"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). In (B)(6) 2019, the patient experienced depression ("psych injury-depression"). In (B)(6) 2019, the patient experienced urticaria ("hypersensitivity reaction- hives"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("rash on stomach on the left side/rash all over my body"), menopausal symptoms ("closed to menopause"), vomiting ("daily vomiting"), dental caries ("tooth decay"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), fatigue ("constant fatigue"), irritability ("irritability"), allergy to metals ("allergic to the nickel"), coital bleeding ("bleeding after sex") and menstrual disorder ("menses-one day it change two days and went away/brown discharge after period") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and endometrial cancer ("endometriosis cancer"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, pelvic discomfort, menorrhagia, abdominal distension, dyspareunia, depression, hormone level abnormal, weight decreased, vaginal haemorrhage, urticaria, thrombosis, dysmenorrhoea, rash, menopausal symptoms, vomiting, dental caries, decreased appetite, asthenia, fatigue, irritability, endometrial cancer, allergy to metals, coital bleeding and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 9. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, allergy to metals, asthenia, coital bleeding, decreased appetite, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial cancer, fatigue, hormone level abnormal, irritability, menopausal symptoms, menorrhagia, menstrual disorder, pelvic discomfort, pregnancy with contraceptive device, rash, thrombosis, urticaria, vaginal haemorrhage, vomiting and weight decreased to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in date of insertion previously date was (B)(6) 2008 and now it is (B)(6) 2007 received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events: if one migrated what happens, rash on stomach on the left side/rash all over my body, closed to menopause, daily vomiting, tooth decay, loss of appetite, loss of energy, constant fatigue, irritability, endometriosis cancer,menses-one day it change two days and went away/brown discharge after period, bleeding after sex, allergic to the nickel. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.